Event description:
An aneurx bifurcated stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 9 years ago. Aneurysm and vessel morphology at the time of implant were not reported. The pt's follow-up history is unknown. At a routine CT follow-up, the bifurcated stent graft was found to have migrated distally and is currently 20 mm below the renal arteries, but no endoleak is present. At the time of migration, the aortic neck was found to have dilated to 24-27 mm in diameter. The aneurysm size at the time of migration is unknown. The migration was attributed to the aortic neck dilatation. A 32 mm endurant cuff was implanted to intervene with good results. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (graft migration), (disease progression; neck dilatation). Evaluation, conclusion: (disease progression; neck dilatation).